Event description:
It was reported by the pt that the pain pump which had been placed following surgery stopped working. It is unk at this time, if another pump was placed on the pt or if the pt continued taking oral medication.

Manufacturer narrative:
The pump has been discarded by the pt after removal.